Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 101 mg/dl.